Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-11721. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The baseline transesophageal echocardiogram (tee) sweep revealed no pericardial effusion. After the initial transseptal crossing at 11:01, the physician attempted to place the watchman® access system and a pigtail catheter into the left atrial appendage (laa), but both sheath and catheter crossed back into the right atrium at 11:12. A second transseptal puncture was performed successfully at 11:19. The was was not deep seated in the laa, it was placed at the separation between the two lobes. Another tee sweep revealed no pericardial effusion at that time. A 24mm watchman ® laa closure device & delivery system was prepped and the legs were aligned with the distal marker band. The pigtail position was confirmed angiographically. When the pigtail was removed, there was little bleed back so the physician pulled the was tip a few mm away from the laa wall, and the bleed back improved. The 24 mm wds was inserted into the was and it was advanced under contrast. When both catheters lined up at the distal marker band, the was was snapped into the wds. Before deploying the wds, the physician asked for more contrast to confirm position, a localized pericardial effusion was visible, resembling a small mushroom cap. At this time, the act was 257. Heparin was reversed and the closure device was deployed at 11:35. The closure device was deployed but not released. The secondary implanter started the pericardiocentesis, but his aspirations revealed dark venous blood. He was concerned that the placement of the tap had entered the right ventricle or the right atrium. The primary physician repositioned the tap and continued to aspirate blood from the pericardial space. A total of 8x60ml (480ml) of blood had been aspirated, and two units of blood had been given. At 11:55, they resumed the watchman procedure. The closure device fulfilled the pass criteria and was released at 12:12. At 12:19 the patient was stable with an act of 139.the surgeon confirmed that he had only closed the pericardium where the tap had been performed.the patient was treated in the cath lab and then was transferred to recovery. The physician confirmed the next day that the patient was in good spirits, and then was scheduled to be discharged on day 2.